Manufacturer narrative:
Concomitant medical products: 5024m-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing observed on the presenting rhythm. The atrial lead remains in use. No patient complications have been reported as a result of this event.